Manufacturer narrative:
Evaluation in progress, but not concluded.

Event description:
During routine testing of the device, our foreign consignee reported while testing the roller pump cable, an "overspeed" and "underspeed" error message was observed. Since the event occurred during routine testing of the device, there was no patient involvement during this event.